Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: netherlands.

Event description:
It was reported outside of surgery, there was too much play on the depth adjustment. There was no patient involvement. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the reciprocation arm and screws were worn, the unit was out of calibration and the control bar position was not correct. The reciprocation arm, screws, and bearings were replaced and the unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported there was too much play on the depth adjustment outside of surgery. The issue was identified outside the operating room and did not occur during a patient procedure. Subsequent evaluation found the reciprocation arm and screws were worn, the unit was out of calibration, and the control bar position was not correct. The reciprocation arm, screws, and bearings were replaced, and the unit was recalibrated. There was no patient involvement. Attempts have been made and no further information has been provided.